Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited oversensing which was being interpreted as noise. The device was reprogrammed. The lead remained implanted.